Event description:
Stryker mako angled sagital saw attachment keeps loosening up and blade falls off or flies across the room while in use. Have had this issue with different lot numbers. Design is not appropriate for what the sagital saw needs to do.